Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the calf support is broken and cannot hold patient weight. No patient involvement or adverse consequences are reported.